Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) followed up with the customer over the phone. The fsewa informed that the problem had been resolved and the aia-2000 was functioning as intended and the error cleared. No further action required from field service. The probable cause of the event, was the reagent cup. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, the customer reported on the aia-2000la as having error 4273, cup z transfer home not found. A field service engineer (fse) was dispatched to address the reported event.